Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device smoking was duplicated. Based on the investigation details, the likely cause was a corroded motor assembly likely affecting the varnish on the motor coils. The motor was replaced.

Event description:
It was reported that the handpiece began smoking during a surgical procedure. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.